Manufacturer narrative:
Analysis of product ID# 309328, lot# b0887823k, found that #0 conductor was broken 5 cm from the distal end. #0 and #3 circuits were shorted in the functional test. Analysis observed the {#0} connector(s) of the lead {was//were} crushed. Concomitant medical products: product ID: 388928, lot# 0210367506, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3058, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. The main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: 0210367506, ubd: 22-oct-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
This lead was an abandoned lead that was left in situ. A non-conformance was found during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.